Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. The date of manufacture is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a higher reading from her adc freestyle libre sensor than a reading received from a competitor¿s meter. It was further reported that on (B)(6) 2018 she received a sensor reading of 130 mg/dl which was compared to a meter reading of 70 mg/dl. At the time when the readings were obtained customer was experiencing ¿dizziness and weakness¿ so she self-administered a glucagon injection. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Performed visual inspection on returned sensor patch, no issues observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5. Removed sensor plug assembly and performed visual inspection. No issues observed. Sensor inserted into the sim-vivo test fixture. Sensor was reprogrammed and applied current to perform linearity testing. All results were within specification. No product deficiency was identified.

Event description:
Customer reported receiving a higher reading from her adc freestyle libre sensor than a reading received from a competitor¿s meter. It was further reported that on (B)(6) 2018 she received a sensor reading of 130 mg/dl which was compared to a meter reading of 70 mg/dl. At the time when the readings were obtained customer was experiencing ¿dizziness and weakness¿ so she self-administered a glucagon injection. There was no report of death or permanent injury associated with this event.